Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Ethnicity - requested, not provided. Race - requested, not provided. Lot number: requested, not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. Name -requested, not provided. Patient nationality reported to be (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the after the involved angio-seal device was used, the doctor stated that the patient had collagen showing. Per the md, the patient was doing well, pulse intact, with no lower extremity pain/discomfort. Additional information was received on 30jul2020. The patient was reported to be doing well, with no signs of perfusion issues. Additional information was received on 14aug2020. The type of procedure being performed was a left heart catheterization (lhc) ffr of lad. A 6fr procedure sheath was used. A pre-deployment angiogram was performed, and everything looked fine via sheath shot, right femoral. Other than the patient being very skinny with a very superficial femoral artery there were no issues. They deployed the device and had hemostasis for ten minutes or so. Then saw collagen sticking out because the patient was so skinny. They tried to massage it down, and the entire plug popped out and they lost hemostasis. They could not confirm that the anchor was there. They held manual and got doppler pulses; so, seemed fine. Two weeks out and no issues. There was no real blood loss.